Event description:
Repeat donor (363 times) presented on (B)(6) 2011 to the facility to donate a frequent plasma (800 ml) utilizing the caridianbct trima accel v6.0 collection system. The procedure was uneventful, processed 2204 ml of blood, ran 57 minutes and 541 ml of replacement fluids were given to the donor. Vital signs on the day of donation were: pulse - 70, temperature 98.8 degrees f, b/p - 116/72. The donor returned to the facility on (B)(6) 2011 on portable oxygen and indicated that they had been hospitalized on (B)(6) 2011 due to breathing difficulty. The donor indicated that he was treated for bilateral pulmonary emboli and congestive heart failure. He was discharged from the hospital on (B)(6) 2011. The vendor, caridianbct, was notified of the event; the instrument was removed from service; and the components collected on (B)(6) 2011 were retrieved via voluntary market withdrawal.